Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman access system (was) double curve. The sheath of the was became kinked while within the patient anatomy. The was was removed and the procedure was aborted. No patient complications were reported.